Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, the 14fr esheath+ became caught on the skin as it was being introduced into the patient, and the tip of the esheath+ became ''disrupted''. A second 14fr esheath+ was prepped/used and the s3ur valve was successfully implanted. Per report, there was no harm to the patient who was transferred to the post anesthesia care unit. The device is not available for return/evaluation. According to the provided device imagery, the distal tip of the esheath+ appeared to be split.